Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing high impedance issues. As a result, surgical intervention took place where the physician attempted a lead revision. The physician aborted the procedure due to scar tissue. The entire system was explanted. Related manufacturer reference number: 3006705815-2023-02867.